Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, helix mechanism issue, and p-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported events of failure to capture and p-wave amp variation were not confirmed. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received notes that dislodgment was confirmed via imaging.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited failure to capture and a change in sensing amplitude. It was discovered that the lead had dislodged. During revision, the helix of the lead was unable to be retracted. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.